Event description:
The peep valve was placed on the inspiratory side of the circuit, not the expiratory side as stated in the user facility report. This was confirmed by telephone with the risk manager at the user facility.